Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that they had a device for 10 years which had no problems. It was replaced and after about 4 months this problem came up, and the patient was told to call home office. The patient's readjusting did not resolve the issue. The patient received a "new one" from home office which took care of the problem and they never had the issue again. The patient's weight was the same as it was on the date of implant (unknown). No further complications were reported or anticipated. No impact to the patient or their symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain. It was reported that the patient stated that "now it was malfunctioning". She just had spinal surgery on the 8th for l4, l5, and s1 and was trying to recover from that. Last night out of the blue she got out of the shower and she went to turn her stimulator on and up to where she normally sets it and all the sudden she started to feel electric charging around the battery implant and traveling to the stomach so she turned it down and off and let it rest. Later when she turned it back on, it was the same thing so she turned it off for the night. The patient worked with the rep over the phone this morning and they decreased her number down to 1 something. All of a sudden she was sitting there and feeling strong impulses from her feet to her knee and the patient wasn't even moving. They were redirected to their hcp. They stated that they had an appointment on monday and requested their rep to be there. No out of box failure was reported. No further allegations/complications were reported.